Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown; however, her blood glucose at the time of call was 246 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump had blank display due to faulty component on the interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window and cracked battery tube threads.